Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg is unable to communicate with the programmer or charger. As result, the ipg is inoperable. It was also reported, it is unknown when the patient last charged. The patient was referred to a neurosurgeon for surgical intervention to address the issue.